Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons were intermittently responsive and required excessive force to obtain a response during testing. All button key contacts did not always spring back as expected with button presses. There was no evidence of keypad adhesive found under all button key contacts.

Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. A family member reported that the ok and down arrow keypad buttons have been intermittently unresponsive for the past several weeks. She noted that the ok and down arrow buttons intermittently do not click and spring back as expected. She denied any physical damage to the rubber keypad; denied that the pump has been exposed to moisture; and stated that the pt wears the pump in her pocket.